Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not observe insulin drips from the pigtail tubing during the fill tubing process with multiple attempts. During troubleshooting, the customer stated receiving an incomplete fill tubing alert in the pump logs. The customer stated not recalling receiving the alert. Tandem technical services instructed the customer on the meaning of the incomplete fill tubing and the customer acknowledged. The customer's blood glucose (bg) level was 286 mg/dl at the time of the reported events. The customer administered insulin pens to address bg level. During follow up with tandem technical services, the customer reported was able to successfully load new supplies and issues were resolved.